Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received an ansm user report which reported the following information: a pharmacist reported a customer obtained higher values when scanning the adc freestyle libre sensor compared to the hcp meter. The customer insulin of toujeo 32 iu in the morning and novorapid insulin between 3 to 5iu at noon and the evening. The customer was provided rapid insulin injection (dose not indicated) in the morning if the customer is to eat breakfast. The nurse then comes in the morning and evening to provide the customer with rapid insulin injections. The customer self-treats with insulin during the midday. On (B)(6) 2021, the nurse treated the customer with insulin(dose not indicated) at 5:20 pm for blood glucose of 190 mg/dl, and as the customer was to eat diner at 6 pm. Approximate at 8 pm, samu was called as the customer experienced unspecified hypoglycemic, symptoms, urine loss, lost consciousness, and a glasgow coma scale of 3. A scan of 110 mg/dl was compared to a glucose test of 50 mg/dl on the hcp meter. When plotted on the parkes error grid, a sensor scan result of 110 mg/dl compared to the hcp meter result of 50 mg/dl fall into the "c" zone, showing the difference in values to be clinically significant. The samu then transport the customer to the hospital and provided "3 bulbs of g30 " for the treatment of hypoglycemia. The customer then regained"normal consciousness." There was no report of death or permanent injury associated with this event.